Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the cardiac perforation is unknown; however, patient factors not provided and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for journal article: jin r, cox ej, reynolds br, curtis bd, hodson rw, reed mc, gafoor sa, grunkemeier gl, forrester md, ring me. (2022). Comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus. J invasive cardiol. 2022;34(6):e433-e441. Epub 2022 may 19. This is one of eight manufacturer reports being submitted for this case.

Event description:
As reported by a journal article "comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus", a retrospective review was performed with 929 patients who underwent a transcatheter aortic valve replacement (tavr) with a 23mm edwards sapien 3 valve. The study period was from july 2015 to december 2018. This complaint is for three (3) patients that were converted to open heart surgery due to left ventricular myocardial perforation.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2022-10227, 2015691-2022-10229, 2015691-2022-10231, 2015691-2022-10253, 2015691-2022-10270, 2015691-2022-10275, 2015691-2022-10284.